Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 86 (male: 38, female: 48), ages: 33 years to 84 years, bmi: 20.2 kg/square-metre to 53.1 kg/square-metre procedure involved: oblique lumbar interbody fusion (olif), transforaminal lumbar interbody fusion (tlif), posterior spinal fusion ( psf), posterior lumbar interbody fusion (plif). Levels operated: lumbar, lumbar-sacral, thoracic. As per this clinical evaluation report, it was reported that a total of 86 patients having a clinical diagnosis and documented surgical implantation of the alleged spinal system were followed-up. Based on the radiographic diagnoses, patients were stratified into one of the three evidence groups for analysis: degenerative disease (73 patients), deformity (10 patients), failed fusion (3 patients). Post-op, the following device related adverse events were reported: in the degenerative disease group, 1 event for hardware loosening and 4 events for painful hardware were noted. The hardware loosening was attributed to pedicle screws, and the cause/source of the painful hardware is unknown. Revision surgery was performed for the 4 events of painful hardware and 1 event of deep wound infection/hardware loosening/osteomyelitis/discitis. In the deformity group, no device related adverse events were noted. In the failed fusion group, 1 event of hardware failure and 1 event of painful hardware were noted. One patient was recorded to have undergone a revision surgery for painful hardware retention (pedicle screw/rod). Of the device related adverse events, painful hardware was the most prevalent (5). However, the cause/source of the painful hardware was not specified in 4 of the 5 case (1 of 5 was not related to the reported spinal system). The most prevalent reason for revision surgery was due to painful hardware retention (5). Overall, the results from this retrospective observational study indicate that the reported spinal system is safe and effective when used as intended. No new or emerging risks were identified.